Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h3: upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded. H6: type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
D10 concomitants: (B)(6) 320-06-46 glenosphere 46mm. (B)(6) 320-15-08 - sup/post aug plate, r rs glenoid baseplate. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's right shoulder was revised approximately 3 years 4 months post operation. Subsequently, the humeral tray detached from the humeral stem. The patient's prosthesis was not articulating as intended. Surgeon removed, the tray, liner, torque screw, glenosphere locking screw, and glenosphere. Patient was last known to be in stable condition following the event.